Event description:
While hanging 1500 methylprednisolone it was noted that while pump was paused the IV piggy back was backing up into the 0.9ns primary bag. Pump paused and set-up was checked; 0.9ns bag on hanger supplied with secondary tubing.